Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occured. The 100% stenosed target lesion was located in severely calcified and severely tortuous superior femoral artery. A 6.00mm/2.0cm/135cm peripheral cutting balloon was selected for use. During the procedure, the balloon was found to be ruptured. The device was simply and completely removed from the patient. The procedure was completed with another of the same device. No complications reported and patient's condition is good.